Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300 mg/dl to over 500 mg/dl. Bg was addressed with a manual injection. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.